Event description:
Info received indicated the right intermediate siderail wasn't latched properly causing the siderail to fall down when the pt was rolled to the right.

Manufacturer narrative:
The hill-rom technician inspected the intermediate siderail and found it functioning properly.